Manufacturer narrative:
Sample from the patient was submitted for further investigation and the high result was confirmed. Interference was found in the sample specifically to the pth assay. Due to the antibodies used, the pth assay can cross-react with pth fragments. As the pth analyte is very unstable and can rapidly degrade into different fragments, the elevated results might be due to an unknown cross-reactivity depending on the tube type used and sample handling/storage. There was not enough additional sample material for further investigation. A specific root cause could not be determined.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys pth immunoassay results for one patient from cobas e602 analyzer serial number (B)(4). The initial result was 694 pg/ml and was reported outside the laboratory. The sample was then repeated on a siemens centaur and the result was 1.3 pmol/l which was in the normal range. On (B)(6) 2016, after birth of her child the patient was retested and the result was 553.5 pg/ml. On (B)(6) 2016, the same sample was tested on a beckmann system and the result was 9.7 pg/ml which was in the normal range. The patient was not adversely affected. The patient was and is not hospitalized and has no clinical history, therefore the results were believed to discrepant with the clinical picture of the patient. The customer believed there were potential interfering factors in the samples.